Manufacturer narrative:
This report is submitted on march 23, 2017, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
Per the audiologist, the patient experienced non-auditory stimulation. Neural response telemetry was attempted; however, no measurements were obtained. Reprogramming attempts were unsuccessful in alleviating the issue. Imaging revealed that the electrode array was outside of the cochlea. The device was explanted on (B)(6) 2017, and the patient reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on april 21, 2017.